Event description:
During use, the device tip broke off and fell into the patient. Doctor reported that he removed the broken tip and continued the surgery with no injury to the patient. Doctor also noted that he prefers to work with the device tip bent at an angle and that he is pretty aggressive with his manipulation during use, perhaps contributing to the broken tip. No patient details available.

Manufacturer narrative:
(B)(4). Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.